Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a calcified mid left anterior descending artery. The emerge, mr, ous 15mm x 2.50mm balloon ruptured at an unknown atmosphere. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a calcified mid left anterior descending artery. The emerge, mr, ous 15mm x 2.50mm balloon ruptured at an unknown atmosphere. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was received with blood in the balloon and inflation lumen. When positive pressure was applied with an inflation device filled with water, water emitted from the guidewire exit notch. Magnified inspection revealed a longitudinal tear in the inner and outer shafts adjacent to the guidewire exit notch. The perforation may be consistent with perforation of the shaft walls with the end of a guidewire during clinical use or preparation for clinical use. Functional testing confirmed a longitudinal tear in the inner and outer shafts which prevented balloon inflation. There was no evidence of any product quality deficiencies contributing to the reported event or the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).